Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture and noise were observed on the right atrial lead. The patient was noted to be fatigued. A chest x-ray and lead revision procedure were discussed. No further information was reported.

Event description:
New information received notes that dislodgement was suspected on the lead, which was later confirmed by x-ray imaging; the patient experienced shortness of breath. It was noted that the previously reported loss of capture was due to the dislodgement of the lead. On (B)(6) 2018 lead revision procedure was performed successfully. The patient¿s condition post procedure was stable.